Event description:
Caller reported an error with their continuous glucose monitor indicated by cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on performing a pump reset, which the caller followed successfully, and the issue was resolved without further errors.